Event description:
The pt was being monitored with the device, when reportedly the battery light began to flash that it was low on charge. The battery was replaced with a spare battery and als care continued. The pt's rhythm changed from asystole to a rhythm requiring defibrillation. Allegedly, as the device defibrillator began to charge, power spontaneously shut off. The pt was then connected to an AED. This device rendered a no shock indicated decision. Pt outcome was not reported. There was no report of adverse affect to the pt resulting from the event.